Event description:
A us distributor reported that a monitor will not power up past the splash screen.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (will not power on - stuck on splash screen) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to an intermittently defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.